Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. Motor error alarm during bolus or basal delivery with confirmed alarm in the alarm history. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the error and excessive no delivery tests due to the motor error alarm.

Event description:
The customer reported that the insulin pump alarmed motor error while changing the reservoir. The blood glucose reading was 415mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. During the call, the customer mentioned being in the emergency room with high blood glucose of 900mg/dl. The caller stated that she pushed a little on the infusion set and was not getting any insulin. The customer also stated that she was eating and entered in the carbs, but it seemed that she pulled part of the infusion set when getting in the shower. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.